Manufacturer narrative:
Covidien service center confirmed that the display had missing segments. The device is end of life and end of service and was not repaired. (B)(4).

Event description:
It was reported to covidien that this unit's display was missing segments in the spo2 reading. No pt involvement.